Manufacturer narrative:
Engineering evaluation: the event is expected. No corrective or preventive action will be initiated. Manufacturer narrative and pharmacovigilance comment: the event of hypersensitivity was considered expected, possibly related to the treatment and serious due to the need for hospitalization. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities.

Event description:
Case (B)(4) is a spontaneous report sent on 19-may-2017 by a physician which refers to a female (B)(6). No information about medical history. Concomitant treatments included asa. The patient had previously received treatment with fillers. On (B)(6) 2017, the patient received treatment with 1 ml restylane lidocaine (lot unknown) to jugal bone, nose, chin, marionette lines with cannula and unknown technique. One day later, on (B)(6) 2017, the patient experienced allergic reaction(hypersensitivity) over the whole body at the gym. The patient was hospitalized and was administered antihistamines intravenously and orally for the allergic reaction. The reporter's differential diagnose at this moment is allergic reaction for restylane. Outcome at the time of the report: allergic reaction was not recovered/not resolved.

Manufacturer narrative:
Engineering evaluation: the event is expected. No corrective or preventive action will be initiated. Manufacture narrative: the lot number was not reported. Pharmacovigilance comment: the event of hypersensitivity was considered expected, possibly related to the treatment and serious due to the need for hospitalization. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-may-2017 by a physician which refers to a female aged (B)(6). No information about medical history. Concomitant treatments included asa. The patient had previously received treatment with fillers. On (B)(6) 2017, the patient received treatment with 1 ml restylane lidocaine (lot unknown) to jugal bone, nose, chin, marionette lines with cannula and unknown technique. 1 day later, on (B)(6) 2017, the patient experienced allergic reaction (hypersensitivity) over the whole body at the gym. The patient was hospitalized and was administered antihistamines intravenously and orally for the allergic reaction. The reporter's differential diagnose at this moment is allergic reaction for restylane. Outcome at the time of the report: allergic reaction was not recovered/not resolved. Track list: v.0 initial; v.1 created on 26-jun-2017 to provide a final report for submission to authority. Several follow-up attempts have been performed.